Manufacturer narrative:
Combination product: yes neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the corresponding IFU advises the user to perform pre-dilation prior to stent positioning.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in a severely tortuous part of the proximal rca. First, an orsiro mission 3.0 x 26 mm was placed distally and then the complaint device was attempted to be implanted for the residual stenosis, but it was unable to pass through the lesion. Due to concerns about fraying at the tip, its use was discontinued.